Event description:
I'm refering to kinetra 7428 neurostimulator. My pt has undergone to dbs and it was implanted with this device on (B)(6) 2011. I've read that device is discontinued and I'd need to know when this device was discontinued. I've already asked medtronic about discontinuation date but they haven't given me any answer. My pt has suffered serious die effects for over a year and a half and we've had to change his device for another one. The kinetra 7428 was faulty. Dates of use: (B)(6) 2011 - (B)(6) 2013. Reason for use: obsessive compulsive disorder.